Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: care should be taken to avoid damaging the natrelle¿ silicone sizer with sharp instruments during surgery . Such contact may result in sizer rupture . Each device should be continuously monitored throughout the procedure to ensure the structural integrity of the device is not compromised in any way.

Event description:
Health professional reported right side capsular contracture, baker grade not specified. Additionally, health professional reported event of rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: overweight and one extended opening. A microscopic analysis was performed which identified: one striated opening on the posterior side. Based on the device analysis the final assessment is: one striated opening due to surgical damage consistent with the use of some surgical tool. Reason for reoperation is capsular contracture baker grade unknown and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade not specified. Additionally, health professional reported event of rupture. The device has been explanted.

Event description:
Health professional reported right side capsular contracture, baker grade not specified. Additionally, health professional reported event of rupture. The device has been explanted.